Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the returned device, it was noted that the device was badly damaged from the chlorine that was used to sterilize it prior to return. The flexor had stretched. Deployment was not possible, flexor then broke in lab trying to deploy. The proximal end of the stent was pulled out from the sheath, the distal end was missing on return. As per rep info provided on attempting to sterilize with chlorine - ' the stent was dissolved'. Therefore, it is assumed that the distal end of the stent dissolved as a result of them attempting to sterilize the device with chlorine.no lockwire was returned. The customer complaint was confirmed as the flexor was stretched. Prior to distribution all evo-25-30-10-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints this failure mode has not occurred previously with this lot # c1245135. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is due to be submitted as the device was returned to (B)(4). An evo-25-30-8-c ((B)(4)) was used but failed. After the initial device failure, an evo-25-30-10-c ((B)(4)) was used but also failed. A third device was used successfully. Update received 31jan2017: the patient had ovarian cancer and the stent was used for extrinsic compression in the recto-sigmoid union. The physician inserted the device through the wire guide which was previously inserted through the stricture without any problem, then the doctor made sure that the position button was in the correct placement in the device, then he proceeded to pull the trigger. Upon pulling the trigger, the stent was starting to came out of the system, the indicator button reached the ¿no return point¿ and it seems to be alright so he pull the safety wire guide and continue pulling the trigger but the stent was not deployed completely it was just about 60% although he pull the trigger till the end of the system. (Ref # 3001845648-2017-00056). After that the physician decided to insert a brand new stent. The wire guide stayed in place, meanwhile, he changed the stent and proceed to start again, but this time the doctor decided not pull the ¿safety wire guide¿ when the indicator button reached the ¿no return point¿. When the indicator button reached the end of the system, the stent was deployed just around 50% again, so he tried to retrieved the stent but this maneuver wasn¿t successful and finally there was an audible snap at which point the stent would not continue to advance in any direction. At this time the stent was removed and a new one stent was used without any incident. (This report) per reporter 31jan2017, "the stent never came out completely from the deployment system, so the doctor pulled out the all system doing long wire exchange"

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-25-30-10-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints this failure mode has not occurred previously with this lot # c1245135. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
An evo-25-30-8-c ((B)(4)) was used but failed. After the initial device failure, an evo-25-30-10-c ((B)(4)) was used but also failed. A third device was used successfully. Update received 31jan2017: the patient had ovarian cancer and the stent was used for extrinsic compression in the recto-sigmoid union. The physician inserted the device through the wire guide which was previously inserted through the stricture without any problem, then the doctor made sure that the position button was in the correct placement in the device, then he proceeded to pull the trigger. Upon pulling the trigger, the stent was starting to came out of the system, the indicator button reached the ¿no return point¿ and it seems to be alright so he pull the safety wire guide and continue pulling the trigger but the stent was not deployed completely it was just about 60% although he pull the trigger till the end of the system. (Ref # 3001845648-2017-00056). After that the physician decided to insert a brand new stent. The wire guide stayed in place, meanwhile, he changed the stent and proceed to start again, but this time the doctor decided not pull the ¿safety wire guide¿ when the indicator button reached the ¿no return point¿. When the indicator button reached the end of the system, the stent was deployed just around 50% again, so he tried to retrieved the stent but this maneuver wasn¿t successful and finally there was an audible snap at which point the stent would not continue to advance in any direction. At this time the stent was removed and a new one stent was used without any incident. (This report) per reporter 31jan2017, "the stent never came out completely from the deployment system, so the doctor pulled out the all system doing long wire exchange"